Manufacturer narrative:
Date of report: 23jul2021.

Event description:
It was reported to philips that the device did not signal the patient disconnection alarm. The device was reported as being in use at the time of the event on a patient. The customer substituted the ventilator with a standby ventilator. There was no patient or user harm reported.

Manufacturer narrative:
A philips field service engineer (fse) was dispatched to the customer site. The reported issue was not confirmed. The fse explained to the customer, as described in the user manual, that inserting a filter between the mask and the circuit creates a resistance which, due to the way our devices are designed, ensures that the disconnection alarm is not detected. Once these steps were explained, the customer understood and was satisfied.